Event description:
A customer reported obtaining unexpected negative results with the antibody screening assay on galileo echo (B)(4).

Manufacturer narrative:
The customer requested service and declined to perform troubleshooting. An immucor field service engineer performed the unexpected reaction checklist. The peripump icl was adjusted to within specifications and the tubing was replaced. The y belt on the robot arm was adjusted and the shake gap was optimized. Qc was performed and failed. A new lot of indicator cells was used. Qc was performed and failed again. The probe was replaced. Qc performed without error. The system is operating according to specifications.